Event description:
Facility has had six cases where the catheter appeared to be clotted. They were unable to infuse/draw blood. The catheters were subsequently cleared with cathflo activase.

Manufacturer narrative:
Evaluation: still under investigation.